Manufacturer narrative:
Patient information was not made available from the site. In trouble-shooting, the ip addresses matched, when selecting the navigation connection the dialog box says no igs servers found, bulkhead connectors were bypassed, network cables were switched, both the mobile view station (mvs) and image acquisition system (ias) were fully booted, connected and in 2d mode, and both systems were re-started, however, issue was not resolved. A medtronic representative, following-up at the site, reported the issue occurred in the storage area of the imaging system, outside of surgery, no patient present at the time, fluoro was used for the upcoming procedure. On 09/14/2016 a medtronic representative performed an imaging system check-out, all areas passed. Working with the site network representatives, confirmed the mvs external port to the hospitals pax's port was working properly. Restoring windows from previous mvs back-up saved on the computer, restored normal function to the network card. Re-installed mvs imaging system software. The medtronic representative performed several spins being navigated to the s7 and download to paxs. O-arm is up and running. System performed as intended.

Event description:
A medtronic representative reported that, while in a spine procedure, the site's imaging system was unable to establish communication with their navigation system. Trouble-shooting and attempting to use a second navigation system did not resolve the issue or allow connection. The surgeon opted to abandon the use of their imaging system and continued the procedure using fluoro. Delay in therapy was less than one hour. There was no impact on patient outcome.